Event description:
It was reported that the device display was blanking and returning intermittently. There was a pt use associated with the event. However, there are no adverse pt effects reported as the result of device use. There were no further details on the event and/or the pt provided. Physio-control evaluated the device and found that the device was intermittently rebooting (powered off and on) approx once per minute.

Manufacturer narrative:
(B)(4). Physio-control re-seated the device internal connections and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.